Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced no telemetry. It was further noted the icm was implanted over three years. The icm remains in use. No patient complications have been reported as a result of this event.